Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that during use leakage occurred at disconnection of l connector with a bd phaseal¿ l connector c90j. The following information was provided by the initial reporter, translated from (B)(6) to english: due to disconnection of the l connector, leakage of a drug (endoxan) occurred.